Event description:
The customer advises that the portable hoist was not working and it was critical that it is fixed up. The technician inspected the hoist and found that the ceiling rails had moved 400mm and the end fixing had come out of the rail. Ref MFR #9681684-2014-00011.